Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va2a98d, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 30-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the first device was helping with symptoms then stopped but when asked for the event date the patient said the device hasn¿t really helped with their symptoms since it was implanted. The patient said they are still taking medication for their symptoms. They said the implant site was sore and there was a huge bruise. When an attempt was made to change programs, the communicator was not able to communicate with the ins. The patient repositioned the communicator several times. The patient was able to connect the recharger right away and showed the ins was 90% charged. The issue was not resolved through troubleshooting and an email was sent to repair. Additional information received from a consumer (con). It was reported that the new communicator was working as intended. The patient re-reported their therapy issues and stated they sometimes wet their pants twice a day. They increased from 2.5 to 3.0 on program 3 and felt comfortable stimulation. Additional information was received from the patient. They reported that the patient had received their new communicator. The equipment was working as intended. They re-reported the therapy issues, stating that they sometimes wet their pants twice a day. They increased from 2.5 to 3.0 on program 3 and felt comfortable stimulation. They were going to monitor their symptoms and adjust settings as needed. Additional information was received from the patient. They reported that she can't get her handset and communicator to connect to her stimulator. She said, it connected yesterday but today it says no device found. After going through the steps I found out the patient was trying to use the recharger instead of the communicator to make setting adjustments. Her current setting on the call was program 2 at 1.6volts. On the call she increased it to 2.2volts where she could feel the stimulation and it was comfortable. Told caller to monitor her symptoms for a couple days and see if her symptoms improve. Patient has been on vacation for 10 days and she has been going through big long pads. She said, she has used 35 pads in 10 days. Patient said her return of symptoms are probably bad when battery level on stimulator is really low. She recharges battery and got better. A month ago maybe she had the return of symptoms. Patient mentioned she did trial and it went fine. When they put the permanent implant in she said they didn't have the lead in the right place. Then all of a sudden they hit the right place and screamed and started to cry. The doctor then said to put her back to sleep. Patient said the stimulation was painful and hurt after she had it done in (B)(6) in (B)(6). She went back to him (B)(6) 2020 and he hasn't been able to tell her anything to help her. She had it so high and was in so much pain and her husband said she had to lower it. She was in pain in (B)(6) and (B)(6) of this last year. She lowered it and changed program and it finally felt better. It hurt probably for 6 weeks. She drove back to (B)(6) and was taking two medicines at the time for this. It wasn't working and she was stopping every two-three hours. She has an appointment on (B)(6) 2021 when she gets back.